Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/09/2020. Additional h3 investigation summary: one detached needle of product code unknown it was received for analysis. The sample was analyzed by the incident reported. The customer needs to know if the needle found was from any of the sutures used during the initial caesarian section. The requirement of the product code w9444 was search in our system. The description for the product code w9444 is related to laser drill needle, raw wire diameter 22 mil, needle sale type fs-3, curvature fraction 3/8 and length 16 mm, tip needle is cutting edge with a violet vicryl suture in diameter 3-0¿ and length 75 cm. The characteristics of the needle received are a drill needle, raw wire diameter unk, needle sale type sh-2, curvature fraction ½, tip needle is taper point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According of the characteristics of received sample, the needle does not belong to product code w9444. Additional information was requested and the following was obtained: the patient was 37 years old at the time of her caesarian section in bristol, her bmi during pregnancy scanning was 25.3, she was born we believe in lithuania where she had surgery at the age 14 years for an open appendectomy. We have no further knowledge of the surgeon who would have performed this surgery. Her c section was performed on (B)(6) 2019 and her return to theatres was on the (B)(6) 2019 for investigations following the patient feeling unwell. It is not thought that the needle found on scan and imbedded in the omentum was the 3/0 vicryl w9444 used by our surgeon on the broad ligament repair during c section surgery. The patient was taking medication during her pregnancy aspirin and pregaday and routinely hydroxychloroquine for her lupus. During the surgery for the c section the staff in the theatre followed the trust policy for counting of swabs, needles and instruments as part of the world health organisation check list. This would have identified any missing needle at the time of surgery. As we do not believe the needle found was used in this case, there are no concerns of the ethicon product from our surgeons. There was no sign of infection around the needle that was imbedded. The patient was discharged home on oral antibiotics after the second operation.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kh5ckbn, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of c-section procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle during the c-section? Where was the needle grasped during use? Were cultures performed for the infection? Results? It was reported that ¿all needle counts during the c-section were complete and correct.¿ please advise: does the physician believe there was any alleged deficiency with the ethicon device used during the c-section? If yes, please describe. Date of the open appendectomy procedure 20 years ago? Contact information for the surgeon who performed the open appendectomy 20 years ago? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a caesarian section on an unknown date and suture was used. Following the procedure, the patient was brought back in after complaining of abdominal pain. The scan showed a collection of fluid which was believed to be an infection on the patients right hand side. During the scan a needle showed up in the patients omentum, medial to the infection site. The infection was treated with further surgery and the needle was recovered. All needle counts during the c-section were complete and correct. The patient has had previous surgery 20 years ago for an open appendectomy in lithuania. Additional information was requested.